Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -11.5/+2.0/091 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault and lens rotation. The problem was resolved.

Manufacturer narrative:
Additional data: device evaluation: lens was returned dry in a microcentrifuge vial with clear surgical residue on product. Visual inspection found no visible damage to lens and foreign material (residue) on lens surface. (B)(4).